Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair procedure, after the surgeon pushed the cannula in to hold the trocar in place the balloon broke and the sheath disengaged. Both components fell into the patient's cavity and were removed by the surgeon. There was a tissue damage due to the problem wherein the surgeon opened the peritoneum. The surgeon did not do the repair and referred the patient to another surgeon in a different hospital for additional operation is required.